Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, low blood glucose and diabetic ketoacidosis. Customer blood glucose was 3 mmol/l at the time of incident. The self test, displacement verification table test and high pressure test was passed. No further complications were reported. The insulin pump will not be returned for the analysis.

Event description:
Missed/corrected description: customer's mother reported that customer was hospitalized in serious diabetic ketoacidosis and "almost died, they hardly saved her". She thinks there must be something wrong with the pump, sensors or/and transmitter or any other component. She stated that sensor glucose vs blood glucose difference is huge and pump is not reacting to rapid sensor glucose changes and not alarming predicted low. Incident date is (B)(6), 2022 per sap for pump. Pump passed self-test, displacement verification test, and hp test after making a knot of the tubing a second time. 0.2u fill cannula was recorded in daily history. Caller mentioned customer had severe hypoglycemia more than once and had been unconscious on an unknown date and pump did not warn them of bg falling. However, helpline saw that the alert before low setting was not set up. Pump was used at the time of the incident. Sensor was alleged to be used. It was unknown if auto mode was used. This case is for the high blood glucose and diabetic ketoacidosis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed/incorrect in the initial report. The information has been provided in section b5 and in h6 under health effect - clinical code : 2418, 1905 and health effect - impact code : 4607, 4650 with this report.